Manufacturer narrative:
Title: natural orifice transluminal endoscopic surgery: long-term experience with hybrid transvaginal cholecystectomies source: surgical innovation 2020, vol. 27(6) 594¿601. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of the study, 571 patients underwent natural orifice transluminal endoscopic transvaginal cholecystectomy between june 2009 and january 2018. Intra-operatively, the patients had lesions of the urinary bladder, rectal lesion, uterine injuries, an intestinal lesion, perforation of ovarian cyst, bleeding for the intestinal mesentery, and vaginal hemorrhage. Conversion to laparoscopic cholecystectomy was needed to exclude small bowel injury, and three patients required blood transfusions. Lesions and injuries were repaired with suture intra-operatively, and bladder injury required catheter placement. Natural orifice transluminal endoscopic surgery: long-term experience with hybrid transvaginal cholecystectomies 2020 fabian rossler, md, andreas keerl, md, uwe bieri, md, juliette slieker, md, phd, and antonio nocito, md.